Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-10189. Reference MFR report: 1627487-2012-10190.

Manufacturer narrative:
Eval: results: the complaint regarding pt discomfort due to the size of the ipg (size related) was not confirmed. Visual inspection of the ipg did not reveal any abnormal physical characteristics that would contribute to the reported issue. Per the event details, the discomfort was related to the pt's weight loss. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.